Event description:
Complainant alleged that during a routine shift check by a clinician the external paddles caused the defibrillator to display "defib fault 72," "paddle fualt," "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.